Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping),"), rash ("allergy: rash"), skin disorder ("skin condition"), psychological trauma ("psych injury"), urinary tract infection ("bladder/urinary problems: urinary tract infection"), vaginal infection ("vaginal infection") and bladder disorder ("bladder problems"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, back pain, dysmenorrhoea, rash, skin disorder, psychological trauma, urinary tract infection, vaginal infection and bladder disorder outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, pelvic pain, psychological trauma, rash, skin disorder, urinary tract infection and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test (unspecified)-result unknown. Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: plaintiff fact sheet received. Previously reported event "injury" is replaced with "dyspareunia (painful sexual intercourse)", events " back pain, dysmenorrhea (cramping), pelvic pain, abdominal pain, skin condition, rash, psych injury, uti, vaginal infection and bladder problems", lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.